Manufacturer narrative:
H4: the device was manufactured from march 23, 2021 - march 24, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which found evidence of condensation (small droplets of fluid located on the inner wall of the housing). Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A functional leak test was performed by filling the unit with green colored water. The sample was monitored at room temperature until the next day. The next day, no signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that residual fluid was observed outside of the bladder in the bottle (housing) of a ce infusor lv (large volume). The device had been filled with flucloxacillin 8000mg in sodium chloride 0.9%. This was observed at the patient's home after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.